Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that the helix was sprung while trying to cover the rvlp with the protective sleeve. The procedure was completed with a different rvlp. The patient was stable before, during, and after the procedure.